Event description:
It was reported that there was a catheter problem. Healthcare professional stated "using too much pressure on the metal connector that connects the sutureless tube to another tube, resulted in metal cutting through the tube."

Manufacturer narrative:
(B)(4).

Event description:
The hcp reported the problem was that the pin on the sutureless connector pierced the catheter during the implant procedure. The problem was resolved prior to closure.